Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens implant procedure the haptic was deformed or haptic abnormally extended the surgeon was not confident in using on patient. The surgery was completed on the same day. There was no patient contact. Additional information has been received and stated that the trailing haptic was stuck, while retract injector and pulling the lens out the haptic was torn.

Manufacturer narrative:
Corrected information provided in h.6. And h.11. Correction: on initial MDR the product code of a040609 was an error. It should have been a140801 on the original MDR. The manufacturer internal reference number is: (B)(4).